Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
During routine follow up a peritoneal dialysis patient reported experiencing an infection. Follow up with the patient¿s peritoneal dialysis nurse was performed. The patient was hospitalized on (B)(6) 2018 and discharged on or about (B)(6) 2018. The patient was diagnosed with an e.coli infection. The patient was treated with tobramycin, vortex and vancomycin at the hospital. The patient is currently transitioning to hemodialysis, additional information was solicited but unavailable.

Manufacturer narrative:
A temporal association exists between ccpd therapy with the liberty select cycler, and the patient¿s adverse event(s) nausea, vomiting, sbo, abdominal pain and secondary peritonitis which required antibiotic therapy, hospitalization and the subsequent removal of the patient¿s pd catheter (not a fresenius product). The medical record indicated the causality was attributed to the pd catheter. The decision was made to transition the patient to hd. The etiology for this event was determined to be klebsiella, e coli, and proteus that were pansensitive. Based on the information available, there is no documentation or indication a fresenius device(s) caused or contributed to a serious adverse patient outcome. Additionally, there is no allegation of the machine malfunctioning or the machine not performing as expected. Should additional information become available, please re-submit for a clinical investigation review and the need for a clinical investigation will be re-evaluated accordingly. The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. A serial number search in the complaint system found no complaint issues with the same symptom code within 90 days of the notified date of the alleged event. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Additional medical records received on 06/04/2018. The peritoneal dialysis patient was hospitalized from (B)(6) 2018 to (B)(6) 2018 for peritonitis. The peritonitis was attributed to the patients peritoneal dialysis catheter. The patients catheter was removed and the patient transitioned to hemodialysis.